Event description:
It was reported this esophageal stent was placed initially without incident in a terminal esophageal cancer pt. Following the procedure the pt complained of pain and the physician prescribed pain killers. Four days post placement the pt still complained of pain and was re-scoped. A severe ulceration was noted at the proximal end of the stent. Antibiotics and pain killers were prescribed. Six days later the pt expired from a massive internal bleed. An ulceration was noted at the proximal end of the stent. No product malfunction was reported. Co's follow up indicated this stent was placed as a last ditch effort to improve the quality of the this pt's last few mos. Co believes the pt's pre-existing condition, rather than a product problem contributed to this event.